Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a white display. Customer also reported that it was impossible to use the device. Customer's blood glucose reading was between 7.2 and 9.8 mmol/l. Customer performed the self-test and it passed. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device received with operating currents within spec. Device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored for 24 hours and no blank display anomalies, grey display, flashing display or unexpected white display noted. Power connector plugged in and locked in place properly. Device received with minor scratches on lcd window.